Event description:
The customer reported to olympus, an instrument had difficulty passing through the channel of the evis exera iii colonovideoscope prior to an unknown diagnostic procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was unable to be confirmed. The device evaluation found cracked glue on the bending section cover, a cut on the switch button one (1), minor scratches on the insertion tube and scratches and deep dents on the distal end plastic cover. Additionally, the control knobs were experiencing play and the radio frequency identification (rfid) labeling was peeling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Updated field: event this supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, the device history record (DHR) review and additional information provided by the reporter. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. As the failure was not confirmed during the device evaluation, the investigation was unable to determine the exact cause. Based on the results of the investigation, it is likely that the following led to the malfunction: handling of the endo therapy accessory was inappropriate. The endo scope accessory had a defect. This issue is addressed in the instructions for use (IFU). The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: ¿for more information on combining the endoscope with particular endotherapy accessories, refer to ¿combination equipment¿ on page 105 and the instruction manuals for the accessories. Also, refer to their respective instruction manuals for operating the accessories.¿ ¿when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury¿ ¿if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury.¿ olympus will continue to monitor the field performance of this device.

Event description:
The procedure was completed with a similar device.